Event description:
Info received indicates when the knee up function switch is pressed the knee will rise a few inches and stop. When the knee switch is released, the knee will run back down unintentionally.

Manufacturer narrative:
The technician replaced the test port circuit board to repair the bed.